Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with daptomycin, gentamycin and merrem (doses, frequencies and routes were unknown) for peritonitis. The patient's husband was retrained on aseptic technique. Nine days after the hospitalization, the patient was discharged. The patient was in rehabilitation and was fully recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.